Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - blue 30. It was stated spring arm protection cap cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Missing part cap spring arm blue 30 new ral9016 (ard569010102) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at maquet sas, the most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a readjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manual for lucea 10/40 (0170201 1k) on page 10 mentions to check the fixing of all caps. The cap must be reinstalled during installation or after the maintenance procedure. Maquet sas strongly advises to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. (Blue 30 / lucea 40-50 : ard569010102). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event and problem, d1 brand name, d2a product code for the fds and d4 catalog # and model # deems required. This is based on the internal evaluation. Previous d4 catalog # and model #: ard369025555. Corrected d4 catalog # and model #: hm56077851. Previous d1 brand name: hanaulux. Corrected d1 brand name: blue 30. Previous d2a product code for the FDA: ftd. Corrected d2a product code for the FDA: fsy. Previous b5 describe event and problem: on 22nd march, 2023 getinge became aware of an issue with one of surgical lights - hanaulux. It was stated spring arm protection cap cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 22nd march, 2023 getinge became aware of an issue with one of surgical lights - blue 30. It was stated spring arm protection cap cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 22nd march, 2023 getinge became aware of an issue with one of surgical lights - blue 30. It was stated spring arm protection cap cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 22nd march, 2023 getinge became aware of an issue with one of surgical lights - hanaulux. It was stated spring arm protection cap cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.